Event description:
A device report from synthes (B)(4) indicated a surgeon in (B)(6) reported: pt was implanted with tomofix tib-head-plate and screws on an unk date. The tomofix medial proximal tibial plate broke along the 4th most proximal hole 20 weeks post high tibial opening wedge osteotomy. Surgeon reported that the pt was compliant being non weight bearing for 6 weeks post surgery using crutches. Reportedly there was no incident that would have precipitated the breakage of the plate. Pt was scheduled for removal of the broken plate and a re-implantation of a replacement tomofix plate on an unk date. Pt was reportedly in good condition. This is 1 of 2 reports for the same event.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records have been requested.